Event description:
It was reported during a da vinci-assisted general surgical procedure, the robot did not recognize the clamp of the fenestrated bipolar forceps (fbf) instrument. A backup instrument of the same kind was used, and the procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations found the primary failure of failed recognition to be related to the customer reported complaint. The instrument was placed on an in-house system. The instrument failed the recognition test. The instrument information found in the dallas chip was not detected. This failure is most commonly caused by the information in the dallas chip being corrupted. A review of remotefe logs confirmed multiple recognition failures with error code 282, which means a tool is determined to be invalid by the system. Additional observation not reported by site: the instrument was found to have thermal damage on the bipolar yaw pulley. The bipolar yaw pulley exhibited localized melting damage at the base of one of the grip tips. Electrical continuity was performed and passed. No damage to the conductor wire was observed.